Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: forceps elevator is loose; because the shaft of switch1 is detached, switch cannot be pressed down smoothly; due to wear of forceps elevator lever, upwards/downwards knob cannot be locked securely; scope body has a crack; scope cover has a crack; suction cylinder has discoloration; suction cylinder has discoloration; acoustic lens has a chip. (Damage level; does not reach to the glue-layer); adhesive on bending section cover or distal sheath rubber has wear; connecting tube has a scratch; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; ultrasonic probe is loose; and universal cord is deformed. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the gastrovideoscope exhibited water tightness lost due to a pinhole on the channel tube and there is a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.